Manufacturer narrative:
The fse found the fiber optic sensor to be broken due to physical abuse and replaced the fiber optic extension (0012-00-1562) . The fse then performed a pm, a full calibration, and tested the unit. The unit worked to the manufacturer¿s specs and was returned to the customer and cleared for clinical use. The fse also stated that only one battery was in the unit and that the second battery was not installed at time of testing.

Event description:
It was found that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the fiber optic sensor extension of the cardiosave intra-aortic balloon pump (iabp) was found to be broken. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic extension broken. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d5,d10,e1(name & email),e2,e3,e4,g2,h6(clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic extension broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.